Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy due to noise on the right ventricular (rv) shock channel. Current evidence suggests the patient was hospitalized due to the inappropriate therapy. Additionally, technical services noted the rv pacing threshold is higher than expected, and in-clinic troubleshooting to exclude mechanical issues/lead impairment was recommended. No additional adverse patient effects were reported. The ICD and rv lead remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy due to noise on the right ventricular (rv) shock channel. Current evidence suggests the patient was hospitalized due to the inappropriate therapy. Additionally, technical services noted the rv pacing threshold is higher than expected, and in-clinic troubleshooting to exclude mechanical issues/lead impairment was recommended. No additional adverse patient effects were reported. The ICD and rv lead remain in service. Additional information received on 23-march-2026 indicates this ICD delivered five shocks the previous friday for suspected sinus tachycardia whilst working in the garden. The physician elected to raise the ventricular tachycardia (vt) zone to 140 beats per minute (bpm) and set the monitor zone to 120 bpm. The physician also switched the patient from lodixal to bisoprolol 5 milligrams to 2.5 milligrams per day. Ts was consulted, noting the therapy was delivered due to noise on the unipolar shock electrogram (egm). Programming considerations were discussed, and no further assistance was needed. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy due to noise on the right ventricular (rv) shock channel. Current evidence suggests the patient was hospitalized due to the inappropriate therapy. Additionally, technical services noted the rv pacing threshold is higher than expected, and in-clinic troubleshooting to exclude mechanical issues/lead impairment was recommended. No additional adverse patient effects were reported. The ICD and rv lead remain in service.